Event description:
The physician performed a clear lens exchange in a hyperopic patient. A multifocal intraocular lens (iol) was implanted with the targeted result of emmetropia. Post operatively the patient was +6.0. Hyperope. After repeated postop measurements, the physician determined the patient had an advanced keratoconus, not previously diagnosed. He further determined the iol was not related to the unexpected post operative refractive error. The initial implant was removed and replaced with a monofocal lens. The lens was discarded by the hospital and the serial number is unknown.

Manufacturer narrative:
(B) (4). The intraocular lens was discarded by the account and the serial number and surgery dates are unknown. Based on the results of our investigation, this event was caused by the patient's previously undiagnosed keratoconus resulting in the incorrect pre operative biometry measurements. Our investigation reasonably suggests this event is not manufacturing related.